Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the stem was opened to prepare for implantation, it was noticed that the stem was sticking out of the interior plastic packaging. The exterior box has a small hole in it. There was a surgical delay of approximately 1 hour.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned packaging materials confirms the reported observation. The device was distributed to this customer in april of 2012. There is no evidence to indicate any error in packaging or processing prior distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.